Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable pump won't run alarm and air in line. It was also reported that the cassette was removed, placed back on, tubing unclamped and pump was restarted but the pump continued to alar. No patient consequences were reported. No adverse effects were reported.